Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/02/2014).

Event description:
Consumer complaint of high control test results. Performed control test - 160 mg/dl. Range of control test is 90-122mg/dl. Based on the parkes error grid analysis, the bias between the lowest result in the control range (90) and the control test result obtained (160) is located in zones b/c. No adverse event reported.